Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. Customer states they were stuck in rewind complete. Customer stated that they were not able to complete rewind. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to completely broken reservoir tube lip.